Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a crack in the lens was noticed after it was inserted into the patient's right eye. Allegedly, the trailing haptic was ripped by the inserter. Sutures were required and the incision was enlarged. The lens was removed and replaced with the same model and diopter back-up.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.